Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the overlay will not calibrate to stylus; overlay/bezel assembly replaced and calibrated. (B)(4).

Event description:
It was reported the screen cannot be calibrated. The programmer was returned for repair. There was no patient involvement indicated.